Manufacturer narrative:
Literature article attached: chimney stenting vs basilica for prevention of acute coronary obstruction during transcatheter aortic valve replacement b3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, prior myocardial infarction, prior stroke/transient ischemic attack, peripheral artery disease, prior permanent pacemaker, prior coronary artery bypass graft, prior percutaneous coronary intervention, chronic kidney disease, aortic regurgitation, aortic stenosis, mitral regurgitation, and heart failure. Some of the complications reported were surgical intervention (conversion to open heart surgery, permanent pacemaker, valve-in-valve), unexpected medical intervention (post-implant valvuloplasty), myocardial infarction, cardiac tamponade, stroke, bleeding, renal failure, valve migration, valve malposition, and paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. The article was further reviewed by a member of the data management team. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "chimney stenting vs basilica for prevention of acute coronary obstruction during transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, multi-center study to compare periprocedural and 1-year outcomes of chimney and bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) in transcatheter aortic valve replacement (tavr) patients at high risk of coronary obstruction (co). Devices included were: mitroflow and crown (sorin); trifecta, toronto, and portico (st. Jude/abbott); freedom solo; freestyle, mosaic, hancock, corevalve, evolut r/pro (medtronic); perimount, magna ease, inspiris resilia, and sapien 3/3 ultra/xt (edwards); perceval: vascuteck elan, cryolife homograft; myval meril; and acurate neo and symetis (boston scientific). The article concluded that chimney stenting and basilica effectively prevent tavr-induced acute co. Both techniques seem to have comparable acceptable periprocedural and 1-year outcomes. [The primary author was antonio mangieri, irccs humanitas research hospital, rozzano-milan, italy. The corresponding author was mohamed abdel-wahab, department of cardiology, heart centre leipzig at university of leipzig, leipzig, germany, with corresponding email: mohamed.abdel-wahab@medizin.uni-leipzig.de] the time frame of the study was from january 2015 to july 2022. A total of 168 patients were included in the study of which 23.1% of patients first received an abbott device. 38% of patients undergoing reintervention received an abbott device as a secondary device. The average age was 79.79 years and the majority gender was male. Comorbidities included hypertension, diabetes, prior myocardial infarction, prior stroke/transient ischemic attack, peripheral artery disease, prior permanent pacemaker, prior coronary artery bypass graft, prior percutaneous coronary intervention, chronic kidney disease, aortic regurgitation, aortic stenosis, mitral regurgitation, heart failure.

Event description:
The article, "chimney stenting vs basilica for prevention of acute coronary obstruction during transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, multi-center study to compare periprocedural and 1-year outcomes of chimney and bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) in transcatheter aortic valve replacement (tavr) patients at high risk of coronary obstruction (co). Devices included were: mitroflow and crown (sorin); trifecta, toronto, and portico (st. Jude/abbott); freedom solo; freestyle, mosaic, hancock, corevalve, evolut r/pro (medtronic); perimount, magna ease, inspiris resilia, and sapien 3/3 ultra/xt (edwards); perceval: vascuteck elan, cryolife homograft; myval meril; and acurate neo and symetis (boston scientific). The article concluded that chimney stenting and basilica effectively prevent tavr-induced acute co. Both techniques seem to have comparable acceptable periprocedural and 1-year outcomes. [The primary author was antonio mangieri, irccs humanitas research hospital, rozzano-milan, italy. The corresponding author was mohamed abdel-wahab, department of cardiology, heart centre leipzig at university of leipzig, leipzig, germany, with corresponding email: mohamed.abdel-wahab@medizin.uni-leipzig.de] the time frame of the study was from january 2015 to july 2022. A total of 168 patients were included in the study of which 23.1% of patients first received an abbott device. 38% of patients undergoing reintervention received an abbott device as a secondary device. The average age was 79.79 years and the majority gender was male. Comorbidities included hypertension, diabetes, prior myocardial infarction, prior stroke/transient ischemic attack, peripheral artery disease, prior permanent pacemaker, prior coronary artery bypass graft, prior percutaneous coronary intervention, chronic kidney disease, aortic regurgitation, aortic stenosis, mitral regurgitation, heart failure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: chimney stenting vs basilica for prevention of acute coronary obstruction during transcatheter aortic valve replacement d4: the UDI number is not known as the part and lot number were not provided.